Event description:
The customer reported quality control (qc) out of range for some assays involving the unicel dxi 600 access immunoassay system. Beckman coulter customer technical support (cts) advised the customer to retest patient samples that had been analyzed after the last acceptable qc. The customer noted discrepant creatine kinase-mb (ck-mb) and luteinizing hormone (lh) for four patients. The discrepant results were released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Amended reports were issued to the hospital. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the wash pick and place collet, piston, hall-effect sensor and cable. The fse completed passing 50-repetition each of reaction route 1 and reaction route 2 vessel exerciser. The fse performed quality control (qc) for several assays and noted several failures. The fse completed preventative maintenance (pm) on the instrument. Upon review of the event log, the fse noted several "air in substrate lines" system errors. The fse replaced the substrate probe and substrate pump valve. The fse performed system check and noted the substrate relative light units (rlu's) were greater than 10,000 rlu's. The fse decontaminated the substrate system. The fse then performed a successful system check, high sensitivity system check, carryover test and qc. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the discrepant lh and ck-mb patient results and failed qc was due to failure of the substrate pump valve. This allowed air in the substrate line which resulted in insufficient substrate to be delivered, which generated low patient and quality control rlu values.